Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the rca and a dissection occurred. Dissection was treated with the implantation of two additional resolute onyx drug-eluting stents. It was reported that the dissection was not caused by a medtronic device, but investigator assessed event is causally related to the study device and not related to the antiplatelets.

Manufacturer narrative:
The dissection reported was caused by a medtronic device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the index procedure two resolute onyx des were implanted in the rca. Lot number 0008932378 (resolute onyx) caused a dissection in the rca and another resolute onyx was implanted to treat it. Sponsor assessed the event as casually related to the index device and not related to the antiplatelet medication. If information is provided in the future, a supplemental report will be issued.